Event description:
It was reported that the message appears that the door is open although the tube is properly inserted and the door is closed. The error has already occurred several times. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The service evaluation revealed an incorrect door adjustment. The most likely cause is attributed to wear and tear.